Manufacturer narrative:
Per internal review on 05-jan-2026, it was identified that the h7 and h9 actions were mistakenly omitted from the initial report. As a result, the following updates were made: h7 remedial action initiated type: "notification" h9 FDA correction/ removal reporting no.: "3013300026-01/17/2025-001-c " if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31700492l and no internal action related to the complaint was found during the review. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced cerebral infarction which required prolonged hospitalization. It was reported that the day after the ablation procedure, a cerebral infarction was suspected. The patient¿s unilateral corner of the mouth has dropped and remained low. Two days after the procedure, the patient was transferred to the special care unit (scu). Computed tomography (CT) showed no infarction in the major blood vessels, and it was considered a minor issue. The physician's judgment on health hazard was non-serious (moderate/minor). The physician's opinion on the relationship between the event and the product was that the total number of ablations performed was 28 times (including 2 incomplete ablations). Extended hospitalization was reported. During ablation, the perfusion was set at 30 ml/min. No consecutive ablations with short intervals were performed at the same site. The cause of the issue was unknown. No abnormalities were observed prior to use of the product. Chads2-vasc score: 2 points (due to advanced age and hypertension). Additional information received indicated that a trupulse generator and ngen pump were used for the procedure. The physician¿s opinion on the cause of this adverse event was that the cause is unknown. The patient underwent rehabilitation. The outcome of the adverse event was that the symptoms mostly resolved as of (B)(6) 2025. The patient required extended hospitalization. The treatment for arrhythmia was paroxysmal atrial fibrillation. Only pulmonary vein isolation was performed with 28 ablations. During the procedure, the act was kept 350 seconds over.